Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, during the device check the device showed a problem with device function. Upon chest x-ray review, lead dislodgement was confirmed on the ra and rv leads and the patient had twiddler syndrome. No capture issue was observed on the ra and rv lead as well during a threshold check. Both leads were repositioned and the issues were resolved and the device demonstrated normal function after reinsertion as well. Patient was stable prior, during and post procedure as well.